Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of the endowrist vessel sealer instrument jammed while holding the patient's tissue. Although, no patient harm, adverse outcome or injury was reported it is unknown what caused the instrument jaws to not open.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the jaws of endowrist vessel sealer instrument would not open. The surgical staff attempted to use the instrument release thumb wheel to open the jaws but were not able to. They used another instrument to open the instrument and the instrument grips opened allowing the patient's tissue to be released. On january 3, 2017, intuitive surgical inc., (isi) obtained the following additional information from the robotics coordinator who was present during the surgical procedure. She indicated that the endowrist vessel sealer instrument jaws were jammed while holding pedunculated uterus tissue. She attempted to release the jaws by pressing the thumb wheel but was unsuccessful. The surgical staff attempted to press on the estop on the da vinci system but it didn't resolve the issue. They had to use a da vinci fenestrated bipolar instrument to squeeze the tissue enough to remove it from the vessel sealer instrument. They used the fenestrated bipolar to cauterize and complete the procedure. There was no report of patient harm, adverse outcome or injury. No medical intervention was required. The uterus was planned to be removed as part of the hysterectomy procedure.